Event description:
Ventricular pacing lead failure and atrial lead will be extracted via laser by dr this week. Pt plans to return lead to MFR for analysis. Pt is symptomatic due to intermittent sensing and also experienced three months of muscle stimulation. A 1993 letter to pt stated a 3% failure rate, now up to 27% per rptr. Pt believes direct pt notification is indicated, and physicians are unable to detect failures.